Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a hd cartridge set, an external blood leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and eight retained samples provided for evaluation. Visual inspection of the provided picture identified a cut on the pump tubing. The reported condition was verified. Visual inspection with the naked eye of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing including under water pressure testing was performed. The retention samples were determined to meet functional performance specification requirements. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.